Event description:
It was reported that during a routine generator replacement that a fracture on the right ventricular (rv) lead and atrial (ra) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.